Manufacturer narrative:
H10. H3, h6: the returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number for the past 3 years found no related failures. Visual inspection of the instrument shows no damages or manufacturing abnormalities. The multifix s ultra knotless anchor is not detached and not damaged. The pull-handle for suture strands was returned separately with the device. No sutures were returned with the device. The returned multifix s-ultra 5.5 knotless anchor is a single used device and cannot be functional tested. An attempt was made to simply test the basic functions of this instrument. The deployment knob rotate easily in both directions until stop. The end cap including the rod at distal end can be continuously rotated in both directions. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are (1) if the pound-in tip does not penetrate the bone on the first strike, create a bone hole according to step 3. Use a new anchor in the bone hole and (2) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time

Event description:
It was reported that the anchor broke during insertion in a rotator cuff surgery. All pieces were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿the anchor broke during insertion in a rotator cuff surgery.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper suture loading (2) over tensioning the suture (3) misalignment of inserter handle. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number 1219602 (s+n mansfield). The correct manufacturing site information and registration number is 3006524618(s+n austin). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Event description:
It was reported that the anchor broke during insertion. A backup device was available to complete the procedure with no significant delay or patient injuries.